Manufacturer narrative:
As the device breakage was discovered during a scheduled revision procedure, the complaint has been assessed as a product problem only. Date of post-operative breakage is unknown. The finished device was manufactured and labeled prior to the compliance date established by the FDA for unique device identification (UDI). The original implant procedure was performed on an unknown date approximately one (1) year prior to removal. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a scheduled revision procedure on (B)(6) 2016. During the planned procedure, it was discovered that a 2.0mm titanium locking screw had broken. All pieces of the broken screw were easily and successfully removed during the revision. The procedure was completed without delay and without additional medical intervention. The patient's recovery is said to be "fair." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. The synthes manufacturing facility was identified upon receipt of lot number and confirmed during device history record review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the investigation of the complained screw shows that it is not broken as complained. The screw is in complete condition. It can be identified that the thread of the screw got damaged due to hard contact with the plate while removing procedure. Per device history record review of the mentioned lot number, the part was manufactured according to the specification. The raw material corresponds to specifications and the international standards. The article 401.846 with lot no 9227684 was manufactured in october 2014. A manufacturing issue can be excluded, this complaint is not confirmed. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.